Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as they were requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown liner, lot number: unknown. Item number: unknown, item name: unknown head, lot number: unknown. Item number: unknown, item name: unknown stem, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02372.

Event description:
It was reported patient underwent hip revision due to instability. The liner and head were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.